Event description:
This is report 2 of 2 for the same event: it was reported that during an unspecified surgical procedure, it was observed that an e8 error code was displayed when the motor device was used together with the console device. There were no delays to the planned surgical procedure as identical spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was incorrectly documented. The device manufacture date has been updated from sep 28, 2007 to may 5, 2011. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.